Event description:
On november 20, 2004, the patient contacted lifescan (lfs) alleging that her one touch basic enhanced meter was prompting an unk error message. The patient contacted her physician during the time of concern and was advised to contact lfs. No treatment was received. The patient neither alleged harm nor experienced injury or medical intervention. The customer care representative walked the patient through a check strip test and the meter prompted the error 2 message. The ccr was unable to resolve the error 2 message prompt. Therefore, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter and check strip were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.